Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the insertion of the guidewire/delivery system into the patient¿s small and hypertrophic ventricle was responsible for enlarging the patient¿s pre-existing pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the european edwards affiliate, the patient had a small pericardial effusion even before starting the tavr procedure. After the successful implant of a 23 mm sapien 3 valve, the patient had ¿some hypotension¿ and tte showed the effusion to be slightly enlarged. Inotropes were administered with hemodynamics improving. The patient was transferred to the ICU for further follow up. Since the pericardial effusion did not improve, a pericardial drainage was successfully performed. The patient was noted to be in stable condition at the conclusion of the case. It is perceived that the insertion of the guidewire/delivery system into the patient¿s small and hypertrophic ventricle was responsible for enlarging the patient¿s pre-existing pericardial effusion.